Event description:
A patient was positioned for treatment with support tightened appropriately. When clinician re-entered the treatment room, the arm incline dropped from 7 to 2, which may have caused treatment to the wrong portion of the breast. Patient felt arm movement after treatment was delivered. This equals an approximate vertical movement of the arm of 29.3 mm, which may cause the treatment area in the area of armpit to sternum to move 5mm to 10mm. No report of adjacent field tissue damage was given. Treatment was to a left breast carcinoma via tangential opposing fields, using 6mv photon beams. There was not an adjacent field to the treated field in this case. This was a 25 fraction treatment with the fault arising on day 3. No medical intervention was necessary.

Manufacturer narrative:
Method: actual device components evaluated with reserve device sample, physical assembly on sample device with visual inspection of physical / functional fit. Results: per distributor, unable to tighten knob/screw enough to hold arm support into position. Conclusion: user unable to tighten knob screw to secure arm support into position. It was noted by distributor when device was cleaned, it could be secured. This was consistent with testing that substances may increase movement of the arm support.